Event description:
The reporter stated that the surgeon attempted to insert a cc4204bf single piece collamer lens and the haptic tore. No pt contact or injury. Surgery was completed with another lens. The cause of the lens haptic tearing was due to a new scrub technician loaded the lens incorrectly.

Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product showed that one lens haptic is torn off and missing and the lens opitc is torn. Clear surgical residue/debris was noted on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.